Event description:
The account alleged when the head up function switch is pressed, the foot hi/low function will also go down.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.